Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0206367414, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence. It was reported that the patient experienced vaginal pain and pain in buttock after a fall. It was noted that intensity was at 3.7v. The action taken to resolve the event was reprogramming during unscheduled visit on (B)(6) 2018. The issue was resolved at the time of this report. It was noted that the investigator assessed the event as not serious, not related to procedure and related to the stimulation. The patient was alive with no injury. No further complications were reported or anticipated.